Manufacturer narrative:
This bed frame has not been returned for evaluation, but the customer did send a picture of the bed's broken weld. It is unknown at this time what bracket separated from the backbone of the bed frame. A new bed frame was shipped out to the customer. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame, where the weld broke state: both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was a significant distortion of the 1/2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s}splatter & leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory, however penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizonal. The failure appears to have been caused by the application of an overloaded stress w/undetermined bending moment. The welding deficiencies did not cause the fractures, but may have been a contributing factor.

Event description:
Customer emailed stating they had a bed frame w/a broken weld.